Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(4),the tbm called and states that the plastic crossbrace that attaches to the frame is broke. This is all he is aware of. The chair belongs to a hospital.